Event description:
Additional information indicated that all air was removed from the bag and lines before use. The transducer was leveled at heart (atrium) level. There was no type of alert and no patient injury. Other devices related to the system (cable and monitor) have not been revised for possible errors. The cable was compatible with the monitor that was used (solar 8000 ge general electronics). Model and lot number of the cable is unknown. All cable connections were checked for proper connection and the set up; the procedure was followed according to the dfu. The customer changes the vented cap to a non-vented cap, as recommended. When they waited 15 minutes and reopened the vent port they saw that the zero line was up to 30 sometimes even 40. So they had to do the zeroing again.

Event description:
It was reported that arterial pressure is not accurate and that the arterial pressure is controlled by other measurement. There were no patient complications reported.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One single dpt kit was received in its sealed original pouch; the complaint unit was not returned. The unused dpt zeroed and sensed pressure accurately on a pressure monitor. Electrical testing also showed that the dpt electronic components were intact; both the input impedance and output impedances were within specifications. Zero-offset was also within specification. No visible defect was observed on the cable connector. Pressure testing was performed at various pressure values (0, 50, 100 and 300 mmhg). Visual examination was performed under microscope at 10x magnification. No damages or defects were found on the returned, unused unit. The complaint could not be confirmed without return of the actual complaint unit. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.